Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a reload set 163 alarm that appeared on the homechoice (hc) display during prime. The technical service representative (tsr) explained the alarm and then assisted the care giver (cg) to cycle the power off/on and had the home patient (hp) start over with a new set and new bags. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the cg stated that the hp was able to complete therapy after starting over with new supplies. The cg stated that when they went to dispose of the cassette, they found a very small hole like a pin prick in the cassette.